Event description:
--

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and competitor right ventricular (rv) lead exhibited decreased impedance measurements and increased threshold measurements. As a result, the rv lead was explanted and replaced. More than a year later, the rv lead exhibited decreased impedance measurements around 200 ohms and increased threshold measurements. Additionally, the left ventricular (lv) lead was not capturing with high threshold and impedance measurements. This patient is pacemaker dependent. No adverse patient effects were reported.